Event description:
I recently purchased a sunbeam king size heating pad, sold under the walgreen's label. I have not been able to find other heating pads with the same features, so far. It is the 2 hr "auto-off" model 536. The cover is vinyl, which is not a good material, but my primary concern is that of safety. On the cord of the heating pad is a warning label, which says: "the power cord on this product contains lead, a chemical known to cause cancer and birth defects or other reproductive harm. Wash hands after handling. I have had recent back surgery and must wear a torso brace for 3 months. A rib was removed to graft to the vertebrae, so I have a significant amount of pain, which is not completely managed with medication. I am wearing a heating pad between the torso brace and my shirt 24/7, the relieve discomfort. Obviously, it is not practical or possible to wash my hands every time I touch the cord. The packaging does indicate that the product is made in china. Obviously, this is not a safe product and should not be available in the marketplace. What is your agency doing about this product, to remove it? Post surgical pain from back surgery. Diagnosis: post surgical pain from back surgery.